Event description:
It was reported that, dr hammered 4/1 block on femur and the anterior portion of the block broke off.

Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in the supplemental report.